Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it has been reported that while utilizing the bd pyxis¿ medstation¿ es, users encountered a white screen after using the machine for a period. Eventually, the machine displayed the user login screen without any intervention. During the login process using bioid at that moment, the system was sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the ethernet cable was defective. A technical support specialist (tss) provided root cause analysis (rca) report to the customer. After that the customer mentioned information technology (it) did not determine any issues with internet protocol (ip) or medium access control (mac) after changing ethernet cable and asked to close the case. The system functioned as intended after customer resolved the issue.